Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the moderately tortuous and heavily calcified proximal to mid right coronary artery (rca), a perforation occurred during use of an unspecified device. The 3.5 x 19 mm graftmaster stent delivery system (sds) was advanced as treatment of the perforation. The graftmaster sds was unable to cross, due to the patient anatomy and the proximal shaft kinked. The graftmaster stent delivery system was removed without resistance and a second graftmaster was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. Event pending additional information.